Event description:
Less than normal gas transfer was noted 18 minutes into cardiopulmonary bypass. The aorta was not yet clamped, so it was elected to come off bypass and change out the oxygenator. The procedure proceeded without further problems.